Event description:
The facility representative reported an infuso.r. Pump with a condition of "first runs for 20-25min and then power off." This condition occurred upon power-up in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of, "first runs for 20-25min and then power off,'' was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause can be determined and no repairs were made to correct the reported condition. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.